Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 03-jul-2024. The most recent information was received on 11-jul-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2016. On unknown date she experienced pelvic pain (seriousness criterion intervention required), asthenia ("intense and abnormal asthenia"), arthralgia ("joint (right hand, right elbow, right shoulder, right hip, right and left knees, right ankle, right top of foot, right toes) pain"), myalgia ("muscle pain(cervical, trapezius, back between shoulder blades, arms, forearm, right hand ,fingers, right thigh, calves)"), muscle strain ("trapezius muscle strain"), musculoskeletal stiffness ("right arm muscle stiffness"), paraesthesia ("tingling in the hands, arms & feet"), tinnitus ("tinnitus"), dizziness ("dizziness"), tendonitis ("tendonitis (achilles tendons, elbows, right wrist)"), rotator cuff syndrome ("right shoulder tendonitis"), sjogren's syndrome ("ocular manifestations of sjogren syndrome"), insomnia ("insomnia including non-restorative sleep"), allodynia ("mechanical allodynia (feet, knees, thighs, hips, sides, shoulders, back and lower back, arms, hands)"), memory impairment ("immediate memory problems"), attention deficit hyperactivity disorder ("attention disorder"), dry mouth ("dry mouth"), dry eye ("dry eyes"), dry skin ("dry skin"), mucosal dryness ("dry mucous membranes"), muscular weakness ("muscular weakening in the legs and arms"), chronic sinusitis ("chronic sinusitis"), sinusitis ("left sinus infection"), dysphonia (" hoarse voice"), oropharyngeal discomfort ("discomfort in the throat"), asthma ("asthma"), loss of libido ("loss of libido"), pudendal canal syndrome ("inflammation pudendal nerve"), thyroid disorder ("thyroid dysfunction"), gait disturbance ("difficulty walking for long periods of time"), loss of personal independence in daily activities ("difficulty holding a pen, holding a phone"), aphasia ("aphasia"), limb discomfort ("feeling of heavy legs"), hot flush ("hot flashes"), burning sensation ("burning sensations on the body"), rash ("skin rashes"), photosensitivity reaction (" hypersensitivity to light"), bruxism ("bruxism"), pain in extremity (" I have pain in my back and arms, hands"), back pain (" I have pain in my back and arms, hands"), fatigue ("I am constantly tired, I also have bouts of fatigue"), disturbance in attention ("problems concentrating which complicates my driving."), depression ("I am depressed"), fibromyalgia ("fibromyalgia") and small fibre neuropathy ("severe small fibre neuropathy.") And was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for pelvic pain, asthenia, arthralgia, myalgia, muscle strain, musculoskeletal stiffness, paraesthesia, tinnitus, dizziness, tendonitis, sjogren's syndrome, insomnia, allodynia, memory impairment, attention deficit hyperactivity disorder, dry mouth, dry eye, mucosal dryness, weight increased, muscular weakness, chronic sinusitis, sinusitis, dysphonia, oropharyngeal discomfort, asthma, loss of libido, pudendal canal syndrome, thyroid disorder, gait disturbance, loss of personal independence in daily activities, aphasia, limb discomfort, hot flush, burning sensation, rash, photosensitivity reaction, bruxism, pain in extremity, back pain, fatigue, disturbance in attention, depression, fibromyalgia and small fibre neuropathy were unknown. No causality assessment was received for essure with regard to asthenia, arthralgia, myalgia, muscle strain, musculoskeletal stiffness, paraesthesia, tinnitus, dizziness, tendonitis, rotator cuff syndrome, sjogren's syndrome, insomnia, allodynia, memory impairment, attention deficit hyperactivity disorder, dry mouth, dry eye, dry skin, mucosal dryness, weight increased, muscular weakness, chronic sinusitis, sinusitis, dysphonia, oropharyngeal discomfort, asthma, loss of libido, pudendal canal syndrome, pelvic pain, thyroid disorder, gait disturbance, loss of personal independence in daily activities, aphasia, limb discomfort, hot flush, burning sensation, rash, photosensitivity reaction, bruxism, pain in extremity, back pain, fatigue, disturbance in attention, depression, fibromyalgia or small fibre neuropathy. The reporter commented: period of occurrence: from the day of insertion ((B)(6) 2013) and until today. I am on sick leave for more than 2 years and cannot currently resume my professional activity. I am depressed and don't see a future. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-jul-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 03-jul-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), asthenia ("intense and abnormal asthenia"), arthralgia ("joint (right hand, right elbow, right shoulder, right hip, right and left knees, right ankle, right top of foot, right toes) pain"), myalgia ("muscle pain(cervical, trapezius, back between shoulder blades, arms, forearm, right hand ,fingers, right thigh, calves)"), muscle strain ("trapezius muscle strain"), musculoskeletal stiffness ("right arm muscle stiffness"), paraesthesia ("tingling in the hands, arms & feet"), tinnitus ("tinnitus"), dizziness ("dizziness"), tendonitis ("tendonitis (achilles tendons, elbows, right wrist)"), rotator cuff syndrome ("right shoulder tendonitis"), sjogren's syndrome ("ocular manifestations of sjogren syndrome"), insomnia ("insomnia including non-restorative sleep"), allodynia ("mechanical allodynia (feet, knees, thighs, hips, sides, shoulders, back and lower back, arms, hands)"), memory impairment ("immediate memory problems"), attention deficit hyperactivity disorder ("attention disorder"), dry mouth ("dry mouth"), dry eye ("dry eyes"), dry skin ("dry skin"), mucosal dryness ("dry mucous membranes"), muscular weakness ("muscular weakening in the legs and arms"), chronic sinusitis ("chronic sinusitis"), sinusitis ("left sinus infection"), dysphonia (" hoarse voice"), oropharyngeal discomfort ("discomfort in the throat"), asthma ("asthma"), loss of libido ("loss of libido"), pudendal canal syndrome ("inflammation pudendal nerve"), thyroid disorder ("thyroid dysfunction"), gait disturbance ("difficulty walking for long periods of time"), loss of personal independence in daily activities ("difficulty holding a pen, holding a phone"), aphasia ("aphasia"), limb discomfort ("feeling of heavy legs"), hot flush ("hot flashes"), burning sensation ("burning sensations on the body"), rash ("skin rashes"), photosensitivity reaction (" hypersensitivity to light"), bruxism ("bruxism"), pain in extremity (" I have pain in my back and arms, hands"), back pain (" I have pain in my back and arms, hands"), fatigue ("I am constantly tired, I also have bouts of fatigue"), disturbance in attention ("problems concentrating which complicates my driving."), depression ("I am depressed"), fibromyalgia ("fibromyalgia") and small fibre neuropathy ("severe small fibre neuropathy.") And was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the outcomes for pelvic pain, asthenia, arthralgia, myalgia, muscle strain, musculoskeletal stiffness, paraesthesia, tinnitus, dizziness, tendonitis, sjogren's syndrome, insomnia, allodynia, memory impairment, attention deficit hyperactivity disorder, dry mouth, dry eye, mucosal dryness, weight increased, muscular weakness, chronic sinusitis, sinusitis, dysphonia, oropharyngeal discomfort, asthma, loss of libido, pudendal canal syndrome, thyroid disorder, gait disturbance, loss of personal independence in daily activities, aphasia, limb discomfort, hot flush, burning sensation, rash, photosensitivity reaction, bruxism, pain in extremity, back pain, fatigue, disturbance in attention, depression, fibromyalgia and small fibre neuropathy were unknown. No causality assessment was received for essure with regard to asthenia, arthralgia, myalgia, muscle strain, musculoskeletal stiffness, paraesthesia, tinnitus, dizziness, tendonitis, rotator cuff syndrome, sjogren's syndrome, insomnia, allodynia, memory impairment, attention deficit hyperactivity disorder, dry mouth, dry eye, dry skin, mucosal dryness, weight increased, muscular weakness, chronic sinusitis, sinusitis, dysphonia, oropharyngeal discomfort, asthma, loss of libido, pudendal canal syndrome, pelvic pain, thyroid disorder, gait disturbance, loss of personal independence in daily activities, aphasia, limb discomfort, hot flush, burning sensation, rash, photosensitivity reaction, bruxism, pain in extremity, back pain, fatigue, disturbance in attention, depression, fibromyalgia or small fibre neuropathy. The reporter commented: period of occurrence: from the day of insertion (on (B)(6) 2013) and until today. I am on sick leave for more than 2 years and cannot currently resume my professional activity. I am depressed and don't see a future. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.